Event description:
Initial rptr stated that during the vitrectomy procedure the vitrectomy cutter would not cut when the cutter was in the eye. No adverse effect on the pt. Surgery was delayed about 5 minutes as facility changed to another pack.